Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. Complaint no: (B)(4).

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a defective phm (pump head module). The phm was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 808:02. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available.